Event description:
It was reported that during a ptca procedure in the lad, the balloon catheter inflated, however, it would not deflate. A syringe was used to partially deflate the balloon enough to pull it back into the guiding catheter. Reportedly, everything was removed and there were no pt injury.